Event description:
This lens was the 2nd lens implanted in the pt. This lens was explanted due to the incompatibility with the anatomy of the pt's eye. The incision was enlarged and lens removed. Due to the secondary intervention, an MDR is being submitted. Initially the pt was implanted with another lens. The initial lens was removed due to incompatibility with anatomy at the pt's eye. There was vitreousloss and a vitrectomy performed and lens explanted.

Manufacturer narrative:
The documentation provided with this complaint stated that the pt initially was implanted with a lens model 2a9003. The lens did not work due to the shape of the pt's eye. There was vitreous loss and a vitrectomy performed and lens removed. The ac2103 model was then implanted 2nd and was also not suitable for pt anatomy. Amo documents on (B)(6) 2012, indicate there was no incision enlargement with the 2nd lens, although documents on (B)(6) 2012 state there was an incision enlargement and the lens was removed. The pt went home aphakic.